Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 410-530 mg/dl). Correction bolus and manual injections were used to address bg. Customer alleged the pump was not delivering insulin. Pump system check was performed and pump was found to be functioning as intended. Customer declined to remove infusion set site for inspection. Reportedly, tandem territory manager discussed elevated bg with customer and pump settings/carbohydrate counter were evaluated. Customer continued to use the pump for insulin therapy.